Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d4, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7-8 failed to open due to the module board light emitting diode did not lit and that failed in application. A field service engineer replaced the module board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported when using the bd pyxis medbank system failed to open and this "malfunction" affected on issuing medication. The customer stated that the drawer did not open to issue furosemide 20mg tab, lisinopril 5mg tab and metoprolol tart 25mg tab. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 7-8 failed to open due to module board leds not lit and that failed in application. A field service engineer replaced the module board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system failed to open and this malfunction affected on issuing medication. The customer stated that the drawer did not open to issue furosemide 20mg tab, lisinopril 5mg tab and metoprolol tart 25mg tab. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.